Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported a patient underwent a procedure with a preface® guiding sheath with multipurpose curve and an airflow issue occurred with one of the side ports. It was reported that air was being drawn from the side port of a preface sheath while priming the device prior to a procedure. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. It was confirmed there was no blood return, no signs of embolism or neurological consequences. This issue has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
On 11/14/2018, the device history record (DHR) review was completed. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref # (B)(4).